Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Medical records provided were reviewed and confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen option cemented femoral component size e right catalog #: 00576401552 lot #: 64364012, nexgen stemmed nonaugmentable tibial component size 3 catalog #: 00598603701 lot #: 64391450, nexgen standard cemented all poly patella size 29mm catalog #: 00597206529 lot #: 63436585. G2 - report source - foreign: event occurred in the united kingdom. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee manipulation under anesthesia approximately two (2) months following right knee arthroplasty to address pain, swelling and decreased range of motion. Following the manipulation, the patient showed improvement and no additional patient consequences were reported. No additional information is available.